Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Related MFR: 2916596-2023-07633.

Event description:
It was reported that the log captured a driveline disconnect at 2:49 pm on (B)(6) 2023. The pump was off for approximately 5 seconds. The log file review confirmed that it was a true driveline disconnect resulting in multiple alarms as well as a brief pump stop on (B)(6) 2023. The pump did resume normal operation once the driveline was reconnected to the controller.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed a pump stop event due to a driveline disconnect. Review of the submitted log files revealed a momentary pump stop due to a driveline disconnect. The driveline was reconnected, and the pump appeared to operate as expected at the fixed speed. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.